Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer was leaking. Patient involvement is unknown.

Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received with a corroded drain fitting, cracked tank cover, and faded line cord. Outdated printed circuit board (pcb) and power switch. During functional testing the device leaked water from the reservoir confirming the complaint. The root cause was due to a cracked tank cover. It was unknown what caused the crack. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.